Manufacturer narrative:
Revision surgery has not yet been scheduled. When additional information becomes available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient fell and has experienced hip pain. Physician reviewed x-ray and noticed normal wear of the acetabular liner and a possible translucency between the shell and the bone. Revision surgery has not yet been scheduled.